Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during the drain phase on the home choice (hc). During troubleshooting, there was nothing unusual noted with the supplies. The technical service representative (tsr) advised the caller to close the clamps and cycle power to clear the alarm. The tsr advised the caller to discard the supplies and start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A trend review will be completed. Should additional relevant information become available, a supplemental report will be submitted.